Event description:
The customer reported that an 840 ventilator had an blank spot on the graphic user interface (gui) display. Malfunction did not occur during patient use. Covidien customer service engineer (cse) verified the malfunction. The cse replaced the graphic user interface (gui) liquid crystal display (lcd) panel.

Manufacturer narrative:
(B)(4).